Manufacturer narrative:
Correction - b5 - lead was capped and replaced on (B)(6) 2022. Correction - d6b- no explant information needed.

Event description:
New information received notes the lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: b5: right atrial lead was explanted and replaced on (B)(6) 2022. Correction: h6: additional surgery code was added. Additional information: d6b: explant date was updated.

Event description:
New information received notes the right atrial lead was explanted and replaced on 9 dec 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for discomfort. Device interrogation revealed noise, low pacing impedance and phrenic muscle stimulation due to break on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in unknown condition.